Manufacturer narrative:
Baxter received and evaluated the device; the date of occurrence was unknown to the reporting facility. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device was found out of specification in relation to the reported keypad malfunction. A short in the fourth row keys was found causing the "4," "5," and "6" keys to be inoperable, caused by a failed keypad. The keypad was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump was identified with a malfunctioning keypad; keys 4, 5, 6 were not functioning. There was no patient involvement, injury or medical intervention associated with this event. No additional information is available.